Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed, and it was found that the customer had the fixed prime set to 25 units. The doctor was assisted with changing the fixed prime to the correct amount of 0.3 units, and the safety issues involved with the fixed prime being set too high were explained. The insulin pump passed the displacement test and was found to be reading the reservoir volume correctly. It was reported that the customer has been having hypoglycemia episodes in the early dawn hours and has adjusted his basal rates during those times. It was reported that the customer has only been on the insulin pump for one month and is still finetuning his settings. It was also reported that the customer did not eat his normal breakfast and was performing heavy activity on the morning of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.